Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No patient involvement reported.

Manufacturer narrative:
Device evaluation: returned device was received good; scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.